Event description:
It was reported to the manufacturer by the end user, per the end user, the patient fell out the bed and did not sustain any injuries. (B)(4). Were entered into our system to have the mattress and control box returned to joerns for investigation. As of this writing, the mattress and control box has not been returned.